Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and initiated duopa therapy on (B)(6) 2018. In (B)(6) 2020 the patient experienced puss discharge around the stoma site. The patient began treatment with gentamycin ointment with temporary improvement. During a hospital visit on (B)(6) 2020, the patient had drainage of puss around the stoma site again. The patient started taking oral antibiotic, cefaclor.